Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer dropped the pump prior to the alarm. The customer's blood glucose (bg) level was 463 mg/dl. Reportedly, the customer contacted a healthcare provider regarding dosing instructions to address the bg level. The customer had manual injections as alternate insulin therapy.